Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) and instructions for use (IFU) were conducted. The review of the DHR confirmed there were no abnormalities or anomalies identified during production. The IFU contains the following statements regarding the reported event: ¿before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction.¿ ¿do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source." The root cause could not be determined. Probable causes include improper handling.

Manufacturer narrative:
The device was not returned for evaluation. During the users call, the technical assistance engineer (tac) guided the user by providing troubleshooting. The flashing issue was resolved and the life meter was able to be reset. The user reported that after troubleshooting, he pushed the scope detection switch and was stuck. The tac engineer offered the service repair however, the user stated that he was not sure if they will pursue the device repair. The root cause of the reported issue was not determined as the reported issue of light flashing and life meter reset was resolved during troubleshooting, however, the switch detection button was stuck when the user pushed the switch back. It is likely that the issue was due to a component issue within the device switch button however, it cannot be confirmed at this time as the device was not returned for evaluation. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the clv-190 front panel was flashing and the user was unable to reset the lamp life meter. The issue occurred during unit service. There was no patient involvement on this report, no user harm or injury was reported.